Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00151. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not communicating with the cerner after clinical use. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) advised the customer to set up with different v60 ventilator, and based on results, to either contact the cerner or have their 3rd party check out the vent (agiliti) by pulling a vrpts and or drpta. Further information is pending.

Manufacturer narrative:
H10 insufficient information is available to determine the resolution of the event. The customer was advised to test with a different ventilator, and to reach out to a third party to check on the issue; however, the issue was not resolved while testing with another ventilator, and the customer reported that no contact has been made with the third party. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no further information were provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. H11: updated contact information, contact office entity, and manufacturing site. H10: all information from the follow-up report #2031642-2023-00151 has been transferred to this report.